Event description:
It was reported that during an unknown case, the system was not working. Traded out everything and proceeded with no patient consequence. Customer tested the system and discovered error 3 with test tip.

Manufacturer narrative:
Evaluation summary: the hand piece was returned with a loose mount. It was tested on a generator and no error code was noted. However, a hissing sound was noted. The hand piece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.